Event description:
The pain pump wasn't filled until weeks later because she had a vacation planned. I laid in my bed in severe pain for months. While my pain physician was trying to come up with what to put in my pump. I became very depressed and placed on hospice in hospital. Nothing was ordered by hospice care. I was so depressed I ate to keep my mind off of my pain and gained over 20 lbs. Date the person stopped taking or using the product: (B)(6) 2017. Why was the person using the product: severe chronic nerve pain.